Manufacturer narrative:
Electrode belt sn (B)(4) was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation on her back. The patient's skin was itchy. The patient's physician recommended that the patient clean the device and change the garment frequently. The current condition of the irritation is unknown.